Event description:
A user created a plan with an elekta mlc with the gap between the "closed leaves" set at 10mm and a beam around a target that was off the central axis. Typically, the collimator jaws would be snapped to the mlc, but the user forgot to close the jaw to protect the spinal cord. Graphically, the area appeared blocked with dose not calculated. The error was caught during set up, and the patient was not harmed. We have received no other reports of this problem.

Manufacturer narrative:
As initially reported on 6/30/06, this problem appeared to be another report of a known bug in xio that was not considered particularly high risk. However, further investigation revealed that, in this case, two bugs had co-occurred and that the combination of these issues posed a higher risk than any of the issues individually. First, for non-imrt plans using elekta mlcs, xio does not take into account the gap between the elekta mlc "closed leaves." This was a known bug, already scheduled for resolution in a future release. Because any error was readily apparent, mistreatment based on this bug alone was extremely unlikely, however, xio 4.3.1 also introduced a graphics bug that caused the chimney to appear blocked when, in reality, it was not. Finally, in this case, the user neglected to close the jaw to protect the spinal cord. However, the problem was caught during set up, and the patient was not mistreated. A customer advisory is being sent to all users (see ex 3). This bug was introduced in xio 4.3.1 and will be fixed in the next xio release (4.3.3), which is slated for release in september 2006. Please see scanned table.